Event description:
Medical affairs spoke to the pt in 2004 and obtained/verified the following info: the pt alleged that their meter ws reading inaccurately high they stated that in 2004, pt tested their blood sugar as normal and obtained readings of 200, 214, 292, and 310 mg/dl. These results were taken throughout the day. Pt stated that these results were higher than usual for them. The last reading of 310 mg/dl was taken at 7:00 pm. They stated that they adjusted their insulin pump and gave themselves a bolus of 14 units. They also reported that they "did not feel right" throughout the day. Family member stopped by the visit pt at approx 9:00 pm and noticed that pt was acting strange. They tested pt's blood sugar at approx 9:30 pm and obtained a result of 189 mg/dl. Pt's family member tried to get pt to eat something and the pt refused because they thought their blood sugar was high. The pt stated that they became more incoherent and was told that they began to throw things and then locked themselves in the bathroom. The pt's family member then called the paramedic's and they tested the pt's blood sugar on their meter with a result of 19 mg/dl. The result of 189 mg/dl was taken about 30 minutes prior to the paramedic's meter result. The paramedics treated pt with IV glucose. They stayed with the pt until their blood sugar levels increased. Pt was not taken to the hospital. The pt did not have any control solution available to test the meter. The meter is being replaced for the pt. The case is being documented as an adverse event. The meter was reading inaccurately high which led the pt to mstreat themselves leading to a serious injury.